Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported: 'the patient started receiving cytoxan at 1308. The texium tubing began leaking chemotherapy onto their sweatshirt. The patient notified us, and the infusion was immediately stopped at 1320. The chemotherapy was put into a hazardous bag and given back to pharmacy. New bag of chemotherapy being made. There was a minimal amount of chemotherapy on their sweatshirt. Patient educated to wash their sweatshirt twice in the washer and alone to ensure no chemotherapy residue. Patient agreed.' Rcc received a complaint via email. Email(s) attached.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.